Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and right atrial (ra) lead exhibited low out-of-range pacing impedance measurements less than 200 ohms. Review of stored device memory revealed noise on the atrial channel that was oversensed resulting in appropriate atrial tachy response (atr) mode switches. Boston scientific technical services (ts) discussed troubleshooting options. The physician will continue monitoring. This product remains implanted and in service. No adverse patient effects were reported.